Event description:
Caller reported a tandem mobi cartridge alarm, which was confirmed as cartridge alarm 34. There was no adverse impact to the customer's blood glucose level. Customer was informed by technical support that exposure to magsafe magnets could trigger the alarm; the caller understood this information. Technical support advised the customer to remove the cartridge, deliver a 9-unit bolus, and reload the original cartridge. The bolus completed successfully, and the customer was able to resume insulin therapy, resolving the issue.